Manufacturer narrative:
(B)(6). Halverson et al. "Plication of the posterior capsule for intraoperative posterior instability during anatomic total shoulder arthroplasty." Journal of shoulder and elbow surgery. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by eduard alentorn-geli, andrew t. Assenmacher, john w. Sperling, robert h. Cofield and joaquín sánchez-sotelo. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2017-03711 / 03712).

Event description:
It is reported in a journal article that one patient underwent shoulder arthroplasty revision due to continued instability. No additional patient consequences were reported. Attempts have been made to obtain additional information and further information is not available at this time.